Manufacturer narrative:
(B)(4). This model is not sold or marketed in the u.s. However, it is similar to device: model #2800; brand name: carpentier-edwards perimount rsr pericardial bioprosthesis; PMA #p860057/s001. The explanted valve has been returned for evaluation; however, the analysis is still in progress. A supplemental report will be submitted accordingly once the product evaluation has been completed.

Event description:
Edwards received information that this 25 mm pericardial aortic valve, implanted approximately 12 years, was explanted due to aortic regurgitation secondary to leaflet tears. This device was originally implanted for bentall procedure to correct type a aortic dissection. This device was explanted and replaced with another 25 mm edwards pericardial aortic valve with no adverse patient effects reported as a result of the valve replacement. The patient status was reported as ¿recovered¿ at ICU. The condition of the valve was reported as ¿pseudoaneurysm of the aorta was observed on the anastomosis area of the first surgery. Structural valve degeneration was also observed, and two leaflets were prolapsed due to leaflet tears near the stent posts which corresponds to left coronary cusp and non-coronary cusp and left coronary cusp and right coronary cusp." It was also noted that the patient underwent coronary artery bypass grafting at implant and mitral valvuloplasty with a 30 mm medtronic memo 3d ring and ascending aorta replacement at explant.

Manufacturer narrative:
The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation.

Manufacturer narrative:
Customer report of leaflet tears was confirmed. The report of regurgitation was visually confirmed due to leaflet tears. X-ray demonstrated heavy calcification on all three leaflets and slight wireform distortion around leaflet 3. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 3mm on leaflet 2 at the inflow. Leaflet 3 had two tears of 6mm near commissure 3, and 8mm near commissure 1. Calcification was observed near both tears. Calcification restricted leaflet mobility and led to stenosis. The sewing ring was cut off around the valve circumference, and the wireform was exposed around leaflet 2. Hematomas were observed on leaflet 3. One suture remained attached to commissure 1. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular regurgitation and/or stenosis. The root cause of this event has been confirmed to be due to structural valve deterioration, as the product evaluation demonstrated leaflet tearing and heavy calcification on all three leaflets. These findings were most likely impacted by the progression of the patient¿s underlying valvular disease pathology. The device history record (DHR) could not be reviewed, as the device serial number was not provided. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.